Event description:
The customer reported that the unit displayed autofill failure and maintenance required code #2 (drive transducer offset failure). No patient injury was reported.

Manufacturer narrative:
The customer informed technical support that this pump has the same problem as s/n: (B)(4). Refer to MDR # 2249723-2014-01034, (B)(4). The customer was advised that the manifold drive assembly (p/n 0104-00-0018) should be replaced, and was given the part number of the replacement part. The customer was provided a response regarding this issue, as requested. Since the customer services their own pumps and the time lapse of this complaint, no further evaluation with respect to the event date, iabp information (such as type and s/n) and the resolution of the event has been made. (B)(4).